Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The patient's blood glucose at the time of incident was 415 mg/dl. Troubleshooting was declined. The customer stated that they were using the incorrect reservoirs for the insulin pump; the reservoirs were too small. The insulin pump was not returned for analysis.